Manufacturer narrative:
Device evaluated by MFR: the device was returned in a tyvek pouch, but not in a coil. A visual and microscopic examination of the device found the device was returned in a condition consistent with the complaint incident and with stent damage. The stent had moved distally on the balloon with the proximal end of the stent resting 2-3mm proximal from the proximal end of the distal markerband. Struts in the distal section of the stent were misaligned and stretched. The total length of the stent was approximately 30mm. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is handling damage. The complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking/preparation/shipping. (B)(4).

Event description:
It was reported that a stent dislodgement occurred at unpacking. No patient complications were reported and the patient status was fine.

Event description:
It was reported that a stent dislodgement occurred at unpacking. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device is a combinaison product. (B)(4).